Event description:
It was reported that the large suturecut needle driver instrument cables at the distal end broke during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval; therefore, the root cause of the customer reported failure mode cannot be determined. A f/u MDR will be submitted if the instrument is returned (post engineering eval), or if add'l info is rec'd. The customer reported complaint does itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.